Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.